Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the catheter kinked during initial insertion, which made it impossible to flow the medical agent and to flush the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported, patient is fine.

Event description:
It was reported that the catheter kinked during initial insertion, which made it impossible to flow the medical agent and to flush the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported, patient is fine.

Manufacturer narrative:
Qn# (B)(4). The report of kinked catheter was not able to be confirmed by the inspection of the returned sample. The customer returned one, 4-lumen cvc for analysis. Signs-of-use in the form of biological material was observed. Visual analysis did not reveal any obvious defects or anomalies on the returned catheter. The catheter length measured 225mm, via calibrated ruler which was within the specification limits of 207mm-227mm per the catheter product drawing. The catheter outer diameter measured 2.878mm via calibrated micrometer, which was within the specification limits of 2.870mm-2.970mm per the dilator extrusion product drawing. Functional inspection was performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A lab inventory guide wire with a diameter of 0.032" was inserted through the returned catheter. Little to no resistance was encountered as the guide wire passed through the catheter. A lab inventory syringe was also used to flush all extension lines per IFU statement, "flush lumen(s) to completely clear blood from catheter". No blockages or leaks were observed for all four extension lines. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.